Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected reset occurred. Customer's blood glucose (bg) level ranged from 265 mg/dl. Additionally, it was reported that the customer experienced a ¿high¿ bg; bg values were not provided and cause was not known. Correction boluses were delivered to address bg. Reportedly, the customer reloaded the same cartridge and continued insulin therapy.